Event description:
Boston scientific received information that during a routine follow-up this right atrial (ra) lead revealed an atrial lead dislodgement. A revision procedure was performed and the ra lead was successfully repositioned. At this time the ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.